Event description:
A customer in (B)(6) notified biomérieux of a misidentification of escherichia coli as cronobacter sakazakii when testing a patient isolate with the vitek® ms (ref 410895, serial (B)(4)). Initial testing with the vitek® ms obtained an identification of cronobacter sakazakii. The colonial morphology and indole positive test results reported by the customer are not indicative of cronobacter sakazakii. Repeat testing was performed with the bruker system and obtained an identification of escherichia coli. Test results were delayed by one day to confirm the identification, but there is no indication or report from the laboratory that the misidentification led to any adverse event related to the patient's state of health. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
An investigation was initiated in response to a customer complaint of a misidentification of escherichia coli as cronobacter sakazakii when testing a patient isolate with the vitek® ms (ref (B)(4), serial (B)(6). As the strain was not available for investigational testing, the customer's raw data was analyzed for this investigation. Fine tuning. The instrument fine tuning was not optimal. One (1) mandatory acceptance criteria was not achieved (median of number of peaks was under the minimum value) and the "median of maximum resolution" (593) was below the acceptable value (650). Low resolution can lead to a lower detection of specifics peaks. The fine tuning status was at the limit during the tests made on (B)(6) 2019 and (B)(6) 2019, but a high variation of the "all peaks" detection was observed due to a non-optimal spot preparation of the calibrator strain. Spot preparation quality the customer's spot preparation quality is not optimal. The calibrator and sample "all peaks" values are quite heterogeneous, indicating non-optimal spot preparation. Knowledge base (kb) review escherichia coli is present in vitek ms kb 3.2. Expected identification. The expected identification of this organism cannot be established from the information provided by the customer. To confirm the identification, analysis with a reference method, such as gene sequencing must be performed. The strain is not available for additional investigational testing. Conclusion. The causes for the discrepant identification results observed by the customer have been determined to be non-optimal fine tuning status and non-optimal spot preparation. Local customer service (lcs) has been instructed to perform a new fine tuning of the customer's instrument and to provide the customer with additional training materials to help improve spot preparation technique.